Event description:
Health care facility reported that a pt had a reaction, described as fungal growth-like, white skin, yeasty, sloughy like a burn. The facility reported that the gel pad was chunky with fluid and it came apart. The facility reported that the pts were allowed to shower, and could possibly be maceration. No further info was provided.

Manufacturer narrative:
Device not returned - no eval will be performed. Device or lot code not provided to MFR for eval. Complaint type will be monitored. The insert provides the following info on observation and when dressing should be changed. Site care: the site should be observed daily for signs of infection or other complications. If infection is suspected, remove the dressing, inspect the site directly, and determine appropriate medical intervention. Infection may be signaled by fever, pain, redness, swelling, or unusual odor or discharge. Change the dressing as necessary, in accordance with facility protocol; dressing changes should occur at least every 7 days, per current cdc recommendations. Dressing changes may be needed more frequently with highly exudative sites or if integrity of the dressing is compromised.